Event description:
It was reported that the device got stuck in the lesion. The 100% stenosed target lesion was located in the severely calcified left superficial femoral artery. A 7.0 x 200, 75cm mustang was selected for percutaneous transluminal angioplasty (pta). During the procedure, it was noted that the device got stuck in the lesion mid part and could not move back and forth. After few seconds, the mustang was able to be removed very safely and the procedure was completed using a sterling balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 30mm distal of the proximal markerband. The rated burst pressure for this device is 18 atmospheres as per specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that the device got stuck in the lesion. The 100% stenosed target lesion was located in the severely calcified left superficial femoral artery. A 7.0 x 200, 75cm mustang was selected for percutaneous transluminal angioplasty (pta). During the procedure, it was noted that the device got stuck in the lesion mid part and could not move back and forth. After few seconds, the mustang was able to be removed very safely and the procedure was completed using a sterling balloon catheter. No patient complications were reported.